Manufacturer narrative:
PMA/510(k)#k002858, ltfs, k060361. Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Stryker received an incident info from (B)(4) stating the following: implantation (transforaminelle lumbale interkorporelle fusion l4-s1) on (B)(6) 2009 at the hospital (B)(6). Breakage of the screw s1 on both sides between (B)(6) 2009 and (B)(6) 2010. This per is raised on minimal info. On 04/19/2011: some further info regarding the pt and surgery dates received.